Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the center with frequent low flow alarms. A chest computed tomography scan revealed a potential kink in the distal end of the outflow graft and pump malpositioning, so the outflow graft and pump were exchanged.

Manufacturer narrative:
Approximate age of device: 10 months. Device evaluated by manufacturer: the lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the vad coordinator indicated that the pump exchange was due to outflow graft obstruction and the patient was taken back to the operating room on (B)(6) 2015 for bleeding.

Manufacturer narrative:
The report of a kink in the distal end of the outflow graft could not be confirmed and no device-related issues were identified through the evaluation of (B)(4). The pump was returned assembled with the driveline cut approximately 15 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.